Manufacturer narrative:
Cardioquip was notified via email on (B)(6) 2023 that the customer's device had tested positive for bacterial contamination via in-house testing performed by the hospital. Cardioquip epidemiology followed up with the customer via a conference call on (B)(6) 2023 to discuss the reported contamination. The customer was advised to perform additional cleaning and disinfection procedures on the device and then retest for contamination. The second round of bacterial testing showed that the device still contained bacterial contamination at which point cardioquip epidemiology recommended that the device undergo an internal water pathway replacement. The device was received by cardioquip on (B)(6) 2023 and an internal water pathway replacement was performed. Cleaning procedures were performed on the device per wi-09. Following the repair, an inspection was performed, and the device is fully functional as of (B)(6) 2023.

Event description:
The customer reports that their cardioquip 1000(m) with serial number # (B)(4) is growing "ralstonia mannitolilytica" per a water culture.